Event description:
It was reported to a physio-control service representative that the customer's device did not display the paddles lead (defibrillation electrode) when the lead button on the device's keypad was pressed. The device would allegedly not provide defibrillation therapy. The device was used for treatment of a patient, but there was no negative outcome for the patient reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. A cause for the reported failure could not be determined. After evaluation, the device was returned to the customer for use.